Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the outer insulation of the right ventricular (rv) lead was partially damaged, but the integrity of the lead was not compromised. The rv lead remains in use. No patient complications have been reported as a result of this event.